Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80 (non-recoverable system error) expected was 6 and actual was 29, chiller temperature (t4) was at 4.2c and had 7498 system hours. Explained its due for the 2000-hour preventive maintenance and stated that the circulation pump was taking a long time to fill the reservoir as well. So, they are going to replace the circulation pump and mixing pump and retry the calibration.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had a arctic sun device that failed the calibration for an error 80 (non-recoverable system error) expected was 6 and actual was 29, chiller temperature (t4) was at 4.2c and had 7498 system hours. Explained its due for the 2000 hour preventive maintenance and stated that the circulation pump was taking a long time to fill the reservoir as well. So they are going to replace the circulation pump and mixing pump and retry the calibration.

Event description:
It was reported that the biomed had a arctic sun device that failed the calibration for an error 80 (non-recoverable system error) expected was 6 and actual was 29, chiller temperature (t4) was at 4.2c and had 7498 system hours . Explained its due for the 2000 hour preventive maintenance and stated that the circulation pump was taking a long time to fill the reservoir as well. So they are going to replace the circulation pump and mixing pump and retry the calibration.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.